Event description:
A corneal burn occurred during procedure. There was no intervention and the reporter indicated that it should resolve without permanent injury. The doctor wants the unit and the handpiece evaluated.